Event description:
Painful hip, went to see surgeon, scheduled hip revision.

Manufacturer narrative:
Other devices listed in the report: cat. No.: 6283-4-469, 32x46-49mm neut ins, lot code: unknown. Cat. No.: 6284-0-232, 32mm +5mm femoral head, lot code: b1tfc. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Clinician review of the provided information determined the likely root cause of the loosening to be secondary to poly debris and osteolysis. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Painful hip, went to see surgeon, scheduled hip revision.